Event description:
It was reported that during a lobectomy procedure there was an incomplete staple line. The procedure was completed by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.